Event description:
It has been reported to co that the hypotube of the device separated inside the pt and was successfully removed without incident. The physician inserted a guide wire into the pt and advanced the aspiration catheter over it and aspirated the vessel. The physician removed the aspiration catheter and inserted the occlusion balloon wire along side of the guide wire. The physician inserted a balloon catheter into the same vessel. The physician inflated the occlusion balloon and performed the poba. The physician removed the balloon catheter and inserted the aspiration catheter and aspirated the particulate from the vessel. During the removal of the aspiration catheter the occlusion balloon had moved out of place. The physician decided that it needed to be repositioned and attempted to reposition and the device would not move. The physician observed on the fluoroscope that the hypotube had separated inside the vessel. The physician removed the device and inserted a snare and was able to successfully remove the detached section from the pt. The physician continued the case successfully. The pt is reported to be fine.